Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the tip after suturing under the skin. The patient had an x-ray after surgery, and no fragment remained in the patient's body. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.